Event description:
The reporter contacted lifescan to state that she had received an er1 message on her surestep meter using control solution. It was determined that she was placing the control solution on the wrong side of the test strip. Attempts to contact the reporter for additional information were unsuccessful.